Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that a revision was being done due to impedance being out of range. It was unknown what may have led to this or when it began, but the revision was scheduled for (B)(6) 2019. No further complications were reported or anticipated.